Manufacturer narrative:
This report is submitted on may 22, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections that were treated with oral antibiotics. The abutment has been removed but the implant remains in-situ.